Event description:
Nobel biocare USA has received a report of an osseofailure for one implant reported inaccurately as nobel biocare part # 32207, lot# 656388. However, nobel biocare did not MFR the returned implant. It is required that the loss be reported to the FDA. Nobel biocare has determined the implant to be most likely manufactured 3i implant innovations, inc.